Event description:
The customer reported an issue where the time displayed on their pump was incorrect by more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in values outside normal ranges. Technical support assisted in updating the pump's time and advised the customer to monitor the situation and follow up if the time discrepancy recurred. The customer understood and acknowledged the advice given.